Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 248 to 535 mg/dl. After changing the supplies, the customer delivered a bolus via the pump and drank water to address the bg level. The next day, the customer received another occlusion. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the contact that apidra was not labeled for use with the pump. The contact changed the supplies on the pump and filled the cartridge with humalog insulin.